Manufacturer narrative:
Device not returned.

Event description:
It was reported that an empty cartridge alarm occurred prematurely. The customer loaded a new cartridge to resolve the issue. Customers blood glucose level ranged from 113-115 mg/dl.